Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) oversensing of right ventricular (rv) signals, which caused inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) had questioned the battery life of the device. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis revealed normal battery depletion. The power increase coincided with programming changes, and the power consumption was consistent with persistent sensing of high atrial rates. Threshold measurements were noted to be good. Technical services (ts) discussed programming options with the hcp. The device remains in service. No adverse patient effects were reported.